Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 6.1 inr/4.58 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.